Event description:
A customer reported to a field service engineer (fse) from beckman coulter, inc (bec) of obtaining an erroneously elevated troponin (accutni) result from access 2 immunoassay system for one patient. The result was reported out of the laboratory. The specific patient information and results were not provided by the customer. The effect to patient treatment, if any, is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. System information was not supplied. The fse noted instrument was due for preventive maintenance (pm). The fse performed pm, and ran system check which passed within the specifications. The fse also ran a high sensitivity system check, which was incomplete due to wash wheel motion errors. The fse performed multiple maintenance tasks to resolve the wash wheel motion error, and was able to resolve it by replacing the incubator belt and performing incubator belt alignments. Although hardware issues were addressed, no definitive root cause could be determined for this event.